Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient had been wearing the pod on the abdomen for more than 48 hours. Medical attention was sought due to severe hypoglycemia with blood glucose levels reported to be below 50 mg/dl. The event was attributed to the pod delivering an excessive amount of insulin. The diagnosis of hypoglycemia was confirmed and treatment included administration of glucose water. Additional details regarding length of stay and discharge status were not provided.